Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high defibrillation impedance. Further information was requested however, was not provided.